Event description:
It was reported that during equipment testing conducted by a manufacturer service technician, the device would run in reverse when the forward trigger was activated. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Conclusion - evaluation conclusion: the device was scrapped by the manufacturer.